Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating the device was "making loud noises". The device was being used during a knee procedure. No pt or user injuries were reported. There was no add'l info provided.